Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: device analysis findings: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable conclusion code cause not established. This code was selected as the most probable complaint cause based on the information available. Based on the complaint information available, and the fact that no device or image of the device was received for review, it is not possible to establish with certainty what the cause of the reported complaint was.

Event description:
It was reported that stent fracture occurred. A 12 x 4.00mm promus elite mr drug-eluting stent (des) was selected for treatment; however, the stent was found to be broken prior to use. Subsequently, another stent was used, and the procedure was completed. No patient complications were reported, and the patient was expected to make a full recovery.